Event description:
It was reported that the user experienced hypoglycemia after announcing a larger-than-actual meal for dinner while newly using the ilet and engaging in high activity; the meal consisted of fried potatoes and eggs. The device component relevant to use was the user interface, with the event characterized as an incorrect size meal announcement. Symptoms included hypoglycemia with a nadir of 53 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to following instructions, in the context of the user interface and meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.